Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test done". In may 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). On (B)(6) 2011, the patient had essure inserted. In december 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), uterine inflammation ("uterus inflammation"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), mood altered ("mood changes") and loss of libido ("lack of sex drive"). The patient was treated with surgery (to remove the essure device) and surgery (jan2016, total hysterectomy (uterus and cervix removed)). Essure was removed in january 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, nausea and vaginal discharge had resolved and the uterine perforation, dysmenorrhoea, abdominal pain, uterine inflammation, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, hormone level abnormal, mood altered, loss of libido and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, loss of libido, menorrhagia, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine inflammation, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: mood changes, lack of sex drive and uti. Outcome of events added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine perforation ("perforation (uterus)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test done". In may 2011, the patient had essure inserted. In may 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), uterine inflammation ("uterus inflammation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure device) and surgery ((B)(6) 2016, total hysterectomy (uterus and cervix removed)). Essure was removed in january 2016. At the time of the report, the pelvic pain, uterine perforation, dysmenorrhoea, abdominal pain, uterine inflammation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, fatigue, hormone level abnormal, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine inflammation, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events menorrhagia, apareunia, bladder problems, urinary problems, dyspareunia, fatigue, hormonal changes, bladder infection, nausea, perforation (uterus), vaginal discharge, she had not done essure confirmation test done added. Reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test done". In may 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). On (B)(6) 2011, the patient had essure inserted. In december 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), uterine inflammation ("uterus inflammation"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), mood altered ("mood changes") and loss of libido ("lack of sex drive"). The patient was treated with surgery (to remove the essure device) and surgery (jan2016, total hysterectomy (uterus and cervix removed)). Essure was removed in january 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, nausea and vaginal discharge had resolved and the uterine perforation, dysmenorrhoea, abdominal pain, uterine inflammation, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, hormone level abnormal, mood altered, loss of libido and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, loss of libido, menorrhagia, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine inflammation, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc (product technical complaint).. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), uterine inflammation ("uterus inflammation") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery ( to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, uterine inflammation and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain, uterine inflammation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.